Event description:
During the procedure, it was noticed that a fragment of the plastic sucker tip was missing. After searching the sterile field and trash, the missing fragment was found in the package wrapping. No pt injury has been reported as a result of this event.